Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose was 500 mg/dl with polydypsia. It was reported the patient remained on the pump, delivered a 20 unit dose of insulin via injection, did not receive any treatment above and beyond the usual routine of diabetes care and management, and there were no recent changes to the pump¿s settings. The reporter noted a call service alarm (088) occurred while the patient was sleeping and remained unconfirmed for 4 hours. During troubleshooting, it was reported that the alarm has not occurred more than 3 times in the last 30 days. This complaint is being reported based on the allegation of hyperglycemia attributed to use error. There was no allegation of indication of a pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.